Manufacturer narrative:
Information was received via published literature. Component compatibility is unknown. Neither operative notes nor x-rays are available for review. Component fit and orientation per the surgical technique is unk. Attempts have been made to obtain additional information however no information has been received to date. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to pain. Measurable wear was noted.